Event description:
After 8 years of successful wear of their cochlear implant, this patient developed a savere skin flap infection. As a result of the infection repositioning of the device was required. During the repositioning surgery, the electrode array had inadvertantly migrated out of the cochlea. Some time after this revision surgery, the pt unfortunately died as a result of their advanced age and health problems.